Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as incoming tests failed on ventricular output dial. It was also noted that the patient connectors were broken. A knob was missing and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.